Event description:
It was reported that the implantable defibrillator exhibited non-sustained right ventricular oversensing episodes and loss of capture on the right ventricular lead. The device was reprogrammed. No patient symptoms were reported.